Manufacturer narrative:
The investigation has been completed and the reported issue was not confirmed. A different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (300-500 mg/dl). A correction bolus was delivered to address the bg level. The customer thought that the high bg may have been due to a recent change in the type of insulin used and the pump settings as they had to be adjusted. The bg was within the target range when the customer had contacted tandem customer technical support (cts). The customer was advised by cts to contact a healthcare provider to discuss the high bg.